Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The biosense webster inc. (Bwi) field service engineer (fse) confirmed the bwi representative rebooted the workstation and this resolved the issue. The fast anatomical mapping (fam) was recreated, and the case completed successfully. System is up and ready for use. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 11/29/2018 it was noticed that the event date was reported incorrectly in the initial 3500a reports. As such we are processing the following correction: date of event corrected from (B)(6) 2018 to (B)(6) 2018. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial flutter (afl) procedure with a carto 3 system and a map shift issue occurred. It was reported that after remapping and collecting the projection points, the points did not display on the map. Caller reported that the projected points did show up on the point list, but not on the geometry. A new map was opened, the study was closed and re-opened and then the map shifted about half an inch. The caller confirmed no patient movement and synchronized mode was not selected. The fast anatomical mapping (fam) map was recreated and the case completed successfully. Additional information received from the biosense webster representative indicates there were no error messages that occurred. The system would not allow geometry points to be collected and when taking manual points from the lasso, the points would show on the point list, but nothing on the geometry when remapped. No lat points or color were projecting onto the map. The study was exited, clicked on review study, and then continued the study. Once back in the study, I was able to collect geometry and take points. A previous map was displayed, however, started collecting new geometry because the lasso looked to be outside of the shell. It was then that we noticed that the map was significantly off, about 4-6mm. During that time, the patient had not moved and there were no errors that occurred. The issue of map shit is MDR reportable.